Event description:
A customer reported a loss of monitoring at the cic (central station) which was monitoring telemetry patients. The cic reportedly would not boot up. There were no reports of adverse outcome. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.